Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the whole device. The hypotube is separated 16.3 cm from the hub and appears to have been kinked prior to separating. Microscopic examination revealed no additional damages. There is contrast present in the inflation lumen and balloon. The balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 28jun2019. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 2.00mm x 12mm maverick balloon catheter was advanced but failed to cross the lesion after multiple attempts. The procedure was completed with a different device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed separated hypotube.